Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. 648 units of this code batch were manufactured. There are (B)(4) units in stock in b. Braun surgical's warehouse. We have received 14 closed samples to analyze this case. Sewing test on artificial skin tissue has been conducted with the closed samples received and thread damaged/splitting does not appear when pulling the thread through the tissue. Visual appearance is the usual one before and after sewing test as can be seen on enclosed picture. We have tested the knot pull tensile strength of the closed samples received and the results fulfilled the requirements of the european pharmacopoeia (ep): 0.126 kgf in average and 0.087 kgf in minimum (ep requirements: 0.061 kgf in average and 0.015 kgf in minimum). We have also tested the needle attachment strength of the closed samples received to discard a faulty needle-attachment during manufacturing process that could cause splitting in the thread and the results fulfilled the requirements of the european pharmacopoeia (ep): 0.120 kgf in average and 0.100 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). No splitting has been found. Furthermore, needle attachment strength results before releasing the product were 0.130 kgf in average and 0.126 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As indicated in the instructions for use of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that, in the cardiac surgery department, the thread broke when it was taken out of the container. The patient has not been affected nor has there been any delay in the surgery beyond the time to select another suture to continue with the same. Additional info: pulling the thread (by the needle) when removing it from the foil envelope breaks the thread. It does not even get to be used in patient. It is not a problem that the thread is untied. No further information has been received.